Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 559 mg/dl. The customer was experiencing unexplained high glucose for several hours. Troubleshooting was performed. Reviewed the alarm history and found no delivery alarms. Ran a fixed prime and high pressure test and they passed. The customer mentioned receiving motor error alarms during a bolus. The customer stated that the insulin pump was around an ultra sound machine. Performed a self and displacement test and they also passed. Advised the customer to change the infusion set and reservoir, monitor the insulin pump, and to call back if the issues persist. No further info was provided.